Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. See b5 for the information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeling of the insertion tube coating could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the date when the crushed insertion tube occurred was unknown. The customer did not know when the failure occurred and there was no further information available about the procedure

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the flexible tube of the insertion section was crushed. In addition, evaluation found the curved tube was at an abnormal angle, water tightness was not maintained due to perforation of the forceps channel, the curved rubber adhesive part was missing, the image guide bundle was broken, the insertion tube was broken, the paint of the eye piece was peeling, the universal cord was collapsed, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insertion section of the oes bronchofiberscope was crushed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the insertion tube had peeled off. The report is being submitted due to peeled coating found during evaluation.